Manufacturer narrative:
Product event summary: analysis was able to confirm part of the stated reason for return of connections split and broken, making the secure connection of the adaptor cable impossible. It was noted at analysis that the atrial connector was damaged, loose and could be moved a little bit. However the locking/secure mechanism was working for both the atrial and ventricular channels. It was additionally noted that the output was checked and there were no observations. The connectors were replaced and the device passed all tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the plastic sockets for the external pulse generator's atrial and ventricular adaptor connections were split and broken, making the secure connection of the adaptor cable impossible. The generator has been returned for service. No patient complications have been reported as a result of this event.